Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvmwb10, (imp,tsv,mcol mg,4.7mm,10m) for evaluation. A visual evaluation was performed, the debris on the implants internal and external threads. There was no damage, or signs of malfunction that would contribute to the event. Measurements matched drawing. DHR review was completed for the subject lot number 1265017. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265017 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during implant surgery the implant perforated the sinus. No other implant placed.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. E1: email address unknown / not provided. G4: PMA/510(k) number. K061410 and k011028 and k013227.